Event description:
It was reported the pt experiences constant burning at the ipg site. The pt's ipg was replaced with a new one.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.